Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that a pt experienced a "lead off: condition that was not responded to in a timely manner. The pt coded and eventually expired. The customer did not allege a device malfunction.